Event description:
Customer reported receiving a reading of 419 mg/dl on their freestyle flash blood glucose monitor. The reference reading of 120 mg/dl was received on the lab's meter within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. The customer's father reported customer was admitted to hospital with symptoms of lethargy, weakness and disoriented. The customer was diagnosed with hypoglycemia and treated with IV dextrose solution and fruit punch. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.